Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to undersensing and a possible rapid ventricular response (rvr) and an atrial arrythmia. Therapy was exhausted. The physician indicated that the patient was in the hospital two years ago for the same issue and settings have not been adjusted. Technical services (ts) recommended to reprogram the device. This ICD remains in service. No adverse patient effects were reported.